Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
It was reported that there was a speaker malfunction. It is unknown at this time if the device produced sound. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed there was a speaker malfunction error displayed. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The fse installed a new speaker assembly to resolve the issue. The device was operational after repairs were completed.